Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on-site by a baxter qualified technician. During visual inspection, the technician found that the wheels were broken. All wheels were replaced and the machine could be moved normally after the repair. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the mechanical failure of the wheels. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex machine could 'hardly move' due to the wheels being broken. The device was at risk of tipping over. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.